Event description:
The pt had a lasik procedure done in the past. A cataract developed, and the surgeon calculated for an iol, not considering pt's previous lasik surgery. The surgeon implanted a silicone lens with model aq2003v. Refractive surprise was noted post-op, which the surgeon claims was due to the miscalculation when lasik was not considered. The lens was explanted and exchanged with a different power. The surgeon is exchanged with a different power. The surgeon is certain that there was no problem with the lens, and the device did not cause nor contribute to this event.